Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pin holder broke during a resident sawbone lab. The rubber retaining ring is missing.

Manufacturer narrative:
Examination of the submitted device found the rubber retaining ring component missing. The tip of the inserter exhibits deformation and wear. The overall condition of the device indicates heavy usage. A two-year complaint database search against product code 249094000 finds no additional reports of missing retaining ring. The investigation could not draw any conclusions about the root cause of the missing ring without the component to examine. Based on the inability to determine a root cause and the low frequency of reported events, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.